Event description:
Handle will not lock in position. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: device with mechanical failure was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection- pivot mechanism - other, collar - loose screws. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Handle will not lock in position. Case type / application: tka 2.0.